Manufacturer narrative:
The complaint sample received 17 september 2020 was reviewed and it was confirmed fiber burn was apparent in the returned unit. The rfid tag information was reviewed which indicated the unit passed release inspection operating within specification parameters. It can be confirmed each holmium laser fiber is 100% inspected for both visual and power testing performance defects prior to release for distribution. No manufacturing defects or contributing factors were identified upon review of the returned fiber for this complaint. The usage confirmed during the review of the rfid tag is additional objective evidence that the fiber was operating as intended. The state of the laser utilized with this fiber can not be confirmed. It is acknowledged that the return unit was observed with charring predominately on one side of the fiber at the proximal end which is attached to the laser fiber connector. Charring on one side of a fiber is a likely sign of misaligned laser energy exposure from the customer laser. No manufacturing root cause for the burning of the fiber was identified.

Event description:
A notification was received regarding a holmium fiber which was reported to have burned. No patient harm was reported.